Manufacturer narrative:
This is one of two events concerning the same patient with different reportable events. The alleged event was not confirmed. The device was not returned to the plant for investigation. The device serial number was solicited but not provided. Therefore a device history review could not be performed.

Event description:
Peritoneal dialysis patient reported feeling nausea and vomiting during the second fill of his peritoneal dialysis treatments and reported being overfilled due to multiple scale reading errors on the liberty select cycler. Follow up with the patient's peritoneal dialysis nurse indicates that the patient experiences chronic nauseas and vomited after fill 2 on his treatments. The peritoneal dialysis nurse stated that the patient continued with the treatment but the patient's spouse reported to the nurse that the patients abdomen looked like it was about to "pop". The nurse indicated that the patient immediately performed a stat drain and the patient drained an additional 3900ml of fluid. Additional information was solicited and received. Treatment data was assessed for 150% and 180% iipv and did reveal an episode of increased intraperitoneal volume (iipv) which occurred on (B)(6) 2018. The largest drain volume from this treatment occurred during drain 4 where 3986ml drained. This drain is 222% of the prescribed fill volume. In order to be a reportable malfunction, at least 180% of the prescribed fill volume would have to have been drained. A 180% of the prescribed fill volume of 1798ml is 3236ml. The patient's peritoneal dialysis nurse indicated that the patient resumed treatment on a replacement cycler but the patient's nausea and vomiting continues with no reports of any device malfunction. Additional information was solicited.